Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. No unexpected low battery alarms noted during testing. The insulin pump was monitor for three days and no unexpected constant audio beep tone or audio/beep alarms noted. The low reservoir alarm feature and all of the buttons worked/responded properly. No damage or moisture damage was noted on keypad assembly. No unlocked lcd keypad connector or cosmetic damage noted.

Event description:
It was reported that the insulin pump sounded a constant high pitched sound and had an unresponsive keypad. The caller did not know the blood glucose reading. She stated that she had kept the insulin pump in her bra prior to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.